Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a partially calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 12f sheath, and the evar procedure was completed. The knots of the two successfully pre-placed prostyles were successfully advanced; however, hemostasis was not achieved. A third prostyle device was used, but the posterior footplate of this device broke off during deployment. There were no issues deploying the device and no resistance or vessel damage was noted while removing the device. A computed tomography (CT) and angiogram were performed to confirm no foreign object was left in the anatomy; however, the separated foot was unable to be located, and potentially remains in the patient anatomy. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to foot detachment include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from yes to no.